Event description:
It was reported that the cross arm brake on the 9600emi system was broke. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cross arm brake. The system was tested and found to be working as intended and placed into service.